Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had issues with the reservoirs where it will not allow the insulin through. Customer's blood glucose was 3.9 mmol/l. Customer stated that they had 2 reservoirs that would not allow the insulin through. Customer also stated that a previous issue was resolved by a set change. Customer stated that the no delivery alarms have occurred on the second day. Customer removed the set and reservoir and then reattached the plunger. Customer could not push the insulin manually. Customer was advised that a replacement box of reservoirs would be sent.